Event description:
As part of a legal mediation effort, on (B)(6) 2013, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si hysterectomy procedure on (B)(6) 2012. The information provided states that a few weeks post op, the patient developed significant urinary incontinence. A CT scan showed that the patient had right hydronephrosis and hydroureter down to the pelvis without discreet fluid collection to the vaginal wall. The fluid was found to be consistent with urine. On (B)(6) 2012, the patient underwent a 2nd da vinci surgical procedure to repair her ureter and a cystoscopy with bilateral retrograde pyelograms. Ureteral stents were placed to repair the patient's ureter. However, the stent placement was unsuccessful due to ureteral obstruction and a possible ureterovaginal fistula. A right nephrostomy tube was then placed. The patient tolerated the procedure well and after completion of the procedure the patient was extubated and taken to the post-anesthesia care unit for routine post-surgical care. The patient was transferred to the floor after being stabilized. The patient did well postoperatively. The patient voided spontaneously, had adequate pain control with pain medication, and ambulated without difficulty. The patient was discharged from the hospital on (B)(6) 2012.

Manufacturer narrative:
Based in the information provided, intuitive surgical has not determined the root cause of the injury sustained by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however, as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient sustained a ureter injury during a da vinci si hysterectomy procedure.